Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported event with the customer's patient circuit in place. The service technician performed pressure testing of the exhalation filter in use with the patient circuit and testing failed. The exhalation filter pressure was above tolerance, indicating an occlusion. The service technician replaced the customers exhalation filter and testing passed. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message as per specification. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. This is being reported as a user error of maintenance of the filter. Filter replacement must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve.